Manufacturer narrative:
Device UDI is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with blurred images while using the imaging system. The site stated that the 2d images were perfectly fine, but when they took their first and final 3d image, "the images were blurred so bad the site almost aborted using the imaging system". It was noted that the system was re-calibrated not too long ago. There was no delay in the procedure and no impact on patient outcome.